Event description:
It was reported to philips that the therapy label for the device was damaged. There was no patient involvement.

Event description:
It was reported to philips that the therapy label for the device was damaged. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was clarified that there were no noted issues with the therapy label and that it was instead needed as the front case required replacement. Based on the conclusion of the evaluation, it was determined that there were no noted issues with the therapy label. A new therapy label was requested as a new front case needed to be ordered for the unit. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.